Manufacturer narrative:
(B)(4). Date sent: 01/14/2021. Additional information was requested, and the following was received: what were the indications for surgery? Unsure what is meant by this. What surgical procedure was performed? Lap sigmoid colectomy. Please explain what is meant by, ¿surgeon did not complete a leak test due to patient constraints?¿ unknown ¿ surgeon is on leave. Did the patient receive any preoperative chemotherapy or radiation? Unknown ¿ surgeon is on leave. Were there any issues experienced with the device in the initial surgical procedure? No issues experienced. What healthcare professional fired the device and what is his/her experience with the device? Consultant colorectal surgeon (B)(6), and he is experienced with the device (having used it for about a year). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Surgeon did not take note of this did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Surgeon did not take note of this. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Green tick. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Surgeon did not take note of this. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Surgeon did not take note of this. Were the donuts inspected? If so, please describe. Yes, donuts were inspected and were in tact. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How was the leak identified? Patient loss of blood and leak test performed post op. What was observed at the site of the leak upon reoperation? There was no reoperation. How was the leak addressed? Unknown ¿ surgeon on leave. How was the post-op bleeding identified? Unknown ¿ surgeon on leave. How many days postoperative was the bleeding identified? 2 days postoperative. What was the total estimated blood loss (ml)? Unknown ¿ surgeon on leave. Was a transfusion required? Yes. How was the bleeding addressed? Transfusion. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown ¿ surgeon on leave. Was the bleeding intraluminal or extraluminal? Unknown ¿ surgeon on leave. Surgeon did not think to keep the device as the procedure seemed successful at the time.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Please explain what is meant by, ¿surgeon did not complete a leak test due to patient constraints?¿ did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported: device was used during a lap sigmoid colectomy, fired by surgeon. Donuts were intact and staple line was dry. Device completed firing sequence (green tick appeared on display). Surgeon did not complete a leak test due to patient constraints, however procedure seemed successful. Leak became apparent on day 2 of recovery. Surgeon just wanted to make us aware as it has never happened to him before with our device ¿ he is still going to continue using it going forward. Patient recovered and discharged. Patient impact; yes. Procedure extended; no. Extended hospital stay. Anastomotic leak. Internal bleeding; transfusion. However no reoperation.

Manufacturer narrative:
(B)(4). Date sent: 01/20/2021. Corrected data = h6 clinical code (e506); h6 impact code (f08).